Manufacturer narrative:
Results: blood was observed on the proximal shaft of the penumbra system ace 60 reperfusion catheter (ace 60). The ace 60 was kinked under the strain relief and kinked in multiple locations along its distal shaft. Conclusions: evaluation of the returned device revealed that it was kinked. This type of damage typically occurs if the ace 60 is withdrawn from the packaging shell prior to removing the tubing tray. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the penumbra system ace 60 reperfusion catheter (ace 60) became kinked while it was being handled by the hospital staff. The ace 60 became kinked prior to use and therefore, was not used for the procedure. The procedure was completed using a new ace 60.